Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when impedances were checked, the tablet reported to do not use electrodes 2 and 5/possible short. The patient stated that they were still bending after their surgery even through they were told not to which may have contributed to the issue. The patient was reprogrammed around electrodes 2 and 5 and the issue was resolved at the time of the report. On (B)(6) 2021 the rep provided an image of the impedance readings showing ¿avoid¿ on contacts 2 and 5 with a low impedance reading of 10 ohms with these contacts.